Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right knee was revised due to instability. A 5 ps femur and 5x13 ps insert were revised to a size 4 ts insert with stem and augments, and a 5x14 ps insert. Rep provided primary and revision usage sheets, confirmed there are no allegations against the revised insert, and confirmed that no further information will be released by the hospital or surgeon.